Event description:
During a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered and a small perforation occurred. The treatment was for a 99% stenotic and very tight lesion of the marginal artery. After pre-dilation with a 2.5 mm balloon (unk type), the taxus express2 -3.5 x 24 mm stent was successfully deployed at 12 atms. However, the stent had a mid waist. Upon dialing down the physician was unable to remove the deflated balloon from the stent. The physician then dialed up 4-6 atms and dialed down, however, the deflated balloon was still stuck inside the stent. The physician decided to deep seat the guide catheter down into the vessel and the deflated balloon was removed from the stent. However, a small perforation was noticed distally from the implanted taxus stent. The perforation sealed itself and the pt status is reported as "good condition."